Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box shows unexplained por events. On (B)(6) 2015 19:52 por; deliveries resumed at (B)(6) 2015 22:50. On (B)(6) 2015 21:26 por. When pump was powered back on the time/date were set to (B)(6) 2015 12:17. On (B)(6) 2015 12:37 por; deliveries resumed at 13:01. Battery compartment is cracked above and below the bumper pad. Corrosion observed inside battery compartment. No damage found to returned battery cap #3. Returned battery cap was able to carefully tighten to the pump. Pump was exercised for 24hrs with returned battery cap, no power interruptions were duplicated. The returned battery cap contact measurements are in specification. The total daily doses add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Leak test fails with battery compartment leak. Removed pump cover; no evidence of internal moisture observed on the pcb or internal components. No damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing. Unrelated to the complaint, the display screen has a pinkish contrast.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had no power and the patient had a blood glucose of 309mg/dl with extreme thirst and drowsiness. Patient received no unusual treatment. During troubleshooting, the pump and battery cap were found to have no visible damage, the battery cap fit securely, and the pump did not power on when a new battery was inserted. This complaint is being reported as the power issue was not resolved and the patient experienced hyperglycemia.